Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fever, chills and generalized body aches/weakness. Tests were completed. Influenza test was negative and no obvious source of infection found. Transthoracic echocardiogram (tte) showed no evidence of valve vegetation. The patient was discharged and prescribed doxycycline. Patient returned approximately eleven days later with the same symptoms. Tee was completed again and this time vegetation was identified on the right ventricular (rv) lead and tricuspid valve. The complete implantable cardioverter defibrillator (ICD) system was extracted. Cultures were taken and were negative for endocarditis. It was noted the patient was enrolled in the product surveillance registry clinical. No further patient complications have been reported as a result of this event.